Event description:
The patient reported that the up arrow button was intermittently responding to button presses requiring multiple presses to elicit a response. The patient confirmed that the keypad was intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the pump keypad cover was found to be peeling. The keypad buttons were tested and the ok button was the only button that was responding. The keypad was opened and contamination was observed under the button contacts. Unrelated to the keypad response issue, the audio bolus button was found to have contamination under the contact.